Event description:
It was reported that a left ventricular (lv) lead dislodgement was identified following implant procedure. The patient was brought back to reposition the lead, at which point two dimples under the anchoring sleeve were noted. A guide wire could not pass the dimples. An alternative lv lead was placed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).